Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion sets tubing occlusion events on 04-jul-2024, 05-jul-2024, 06-jul-2024, 07-jul-2024 and 08-jul-2024.the infusion set has been used for 1 hour.patient replaced infusion sets and resumed insulin successfully no further information was available.